Event description:
According to available information, this device required explantation due to a patient complaint. It was noted that after removal of the device, a bulge was found within the device which kept the corpora open and healing did not occur. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was removed due to a patient complaint. After removing the prothesis, the doctor found a bulge within the implant which made the corpora still open, and healing did not occur. Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. The information received indicated the device had a bulge, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.